Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. While charging, the pump overheated. The customer did not receive any alerts or alarms at the time of the event. Customer's blood glucose (bg) level was 600 mg/dl. A correction bolus was delivered via an alternate pump and basal rates setting adjustments were made to address bg. Reportedly, the customer had an alternate pump available for insulin therapy.